Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Pump data showed that multiple cartridge alarms (cartridge alarm 1) occurred. There was no reported impact to the customer's blood glucose level.